Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off and they received multiple error alarms. The customer's blood glucose was 211 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture electronics assembly. Device received with moisture damage noted on motor, vibrator motor and battery tube. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unable to verify insulin pump errors due to blank display. Device received with scratched case and cracked case at battery tube side.